Event description:
It was reported that during a lap-assisted distal gastrectomy procedure, the device locked out at about five minutes after started using with the generator and handpiece. Another device was used to complete the case and there were no reported patient consequences.

Manufacturer narrative:
Evaluation summary: the analysis results found that the lcsc5 device was returned with a hot spot and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.